Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that a female patient in her (B)(6) was treated for a semi elective cerebral aneurysm coiling. The attending physician moved up the catheter through the struts of tevar stentgraft in the ascending aorta into the carotid. Then a warning message came up and further fluoro imaging was seriously degraded. After a cold reboot which took approximately 5 minutes there was an apparent cerebral stroke. Imaging was recovered after reboot. The patient was directly treated with intra arterial thromboses successfully. The aneurysm coiling was not performed anymore. It is unclear whether the clot, causing the stroke, came loose during the navigation under fluoroscopy or when there was no imaging available. . The patient died after the procedure.

Event description:
Philips received a report from the customer in which it was stated that a female patient in her late (B)(6) was being treated for a semi-elective cerebral aneurysm coiling. The customer reported that the attending physician moved up the catheter through the struts of tevar stentgraft in the ascending aorta into the carotid. Then a warning message came up and further fluoro imaging was seriously degraded. After a cold reboot which took approximately 5 minutes, there was an apparent cerebral stroke. Imaging was recovered after reboot. The customer reported that the patient was directly treated with intra-arterial thrombolysis successfully. The aneurysm coiling was not performed anymore. The customer reported that it is unclear whether the cloth, causing the stroke, came loose during the navigation under fluoroscopy or when there was no imaging available. According to the customer, it is likely the delay in treatment, caused by the loss of key imaging, contributed to the injury of the treatment. The patient died after the procedure.

Manufacturer narrative:
A philips r&d: system designer analyze the data in the log files of (B)(6) 2017 which showed that during system start up at 06:19 the system showed the user message: ¿low load fluo flavor selected. Tube rotor problem.¿ no procedure has been performed until 14:17. At 14:25 the first fluoro run is started. The user message ¿low load fluo flavor selected. Tube rotor problem.¿ is also shown at this moment. Despite this message, the customer started with the procedure. At 14:34 the customer restarted the system. After the restart, the system worked as intended and the low load fluoro message did not come up. The case was resumed without any issues. The low load fluoro functionality is part of the risk control measure to maintain x-ray imaging functionality. Its intention is to enable finishing (or safely abort) a procedure when a failure occurs mid-case. As mentioned in the IFU (4522 203 17232, page 2-2), if any part of the allura xper fd series system is known (or suspected) to be defective, do not use it until a repair has been made. Since the error was already shown between 6:19 (system startup) and 14:25 (first fluo request with patient on table), the customer should have decided earlier, not to use the system. The user decided to restart (at 14:34) after another 7 fluoro runs of on average 35 seconds. The field service engineer troubleshot the issue and found that the frontal generator showed a rotor control error. This resulted in intermittent low load fluoro and grainy and poor image quality. The rotor control was replaced on (B)(6), which solved the issue. This is a biplane system. The lateral channel was not affected, and therefore could have been used instead of the frontal channel. According to the philips director clinical science ¿it is unclear whether the cloth, causing the stroke, came loose during the navigation under fluoroscopy or when there was no imaging available (i.e. While the system was rebooting).¿ according to the biomedical engineer: of the hospital ¿equipment did not play a role in the death of the patient. After restarting, they were able to finish the case without any issues. Hospital is also conducting their internal hsls review on the incident.¿ data analysis of replaced parts monitoring of the rotor control unit shows a replacement rate of less than (B)(4) per system per year, this is well within our limits. As mentioned in the IFU (4522 203 17232, page 2-2), if any part of the allura xper fd series system is known (or suspected) to be defective, do not use it until a repair has been made. Since the error was already shown between 6:19 (system startup) and 14:25 (first fluo request with patient on table), the customer should have decided earlier, not to use the system. The user decided to restart (at 14:34) after another 7 fluoro runs of on average 35 seconds.

Manufacturer narrative:
Philips r&d: system designer analyzed the data in the log files of 19th january 2017 which showed that during system start up at 06:19 the system showed the user message: ¿low load fluo flavor selected. Tube rotor problem.¿ no procedure has been performed until 14:17. At 14:25 the first fluoro run is started. The user message ¿low load fluo flavor selected. Tube rotor problem.¿ is also shown at this moment. Despite this message, the procedure was started. At 14:34 the customer restarted the system. After the restart the system worked as intended and the low load fluoro message did not come up. The case was resumed without any issues. The low load fluoro functionality is part of the risk control measure to maintain x-ray imaging functionality. Its intention is to enable finishing (or safely abort) a procedure when a failure occurs mid-case. As mentioned in the IFU (4522 203 17232, page 2-2):" if any part of the allura xper fd series system is known (or suspected) to be defective, do not use it until a repair has been made." In this case a user message was already shown between 6:19 (system startup) and 14:25 (first fluo request with patient on table), despite this message the procedure was started.